Event description:
Two-year post right total knee arthroplasty revision where tibial base plate was exchanged. Has repetitve loosening elected to have complete revision. Due to pain tibi femoral mechanics has been (see attached report for the rest as I can not read their writing).